Manufacturer narrative:
Product investigation completed. The ams700 components were visually inspected and functionally tested. Leaks were identified near the proximal end of the cylinder bodies in both cylinders. These leaks were attributed to input tube wear with avulsion. Multiple leaks were identified in the reservoir krt and the adapter strain relief attributed to sharp instrument/tool damage consistent with explant damage. These were considered a secondary failure. The ms pump was unable to be functionally tested as contamination was present. Product analysis concluded the identified cylinder fluid leaks in the cylinders as the most probable cause of the reported events. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery in which fluid loss was noted. During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided. Additional information was received in which it was specified that lost of fluid was due to a break in the tubing and wear in the cylinders. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery in which fluid loss was noted. During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.